Event description:
It was reported that telemetry confirmed a critical alarm was occurring due to a motor stall. The stall was intermittent. The patient had heard the pump alarming since (B)(6) 2014. Logs had been checked and there were multiple motor stalls and recoveries seen in the logs with the first occurring on the event date through (B)(6) 2014 four times. At the time of report, the motor stall had recovered. No electromagnetic interference (emi) was present. Minimum rate mode programming was discussed however it wasn¿t specified if it was to occur. The device system was used to deliver bupivacaine and morphine. Additional information has been requested but was not available as of the date of this report as the device manufacturer representative (rep) was waiting to hear back from the managing health care provider (hcp) and/or neurosurgery department as to the plan going forward. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Additional information received reported the device manufacturer representative (rep) had no further information. It was noted the p atient was in hospice and the rep hadn¿t had any further contact or communication with or about her.